Event description:
It was reported that pump battery depleted too quickly and caused pump to shut down, although customer was able to resume insulin after restart. There was no adverse impact to the customer¿s blood glucose level. Customer fully charged battery as instructed but continued to experience very high daily battery loss, and technical support confirmed excessive depletion in pump logs, educated customer about settings reset after shutdown and storage mode, confirmed shipping details, and arranged for in-warranty replacement pump with updated software while advising customer to use current pump and alternate insulin method if needed and to return problematic pump within 10 days and reenter pump settings and reconnect continuous glucose monitor on replacement pump.